Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility . It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg would not charge and would not respond. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.